Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a right ventricular (rv) lead exhibited over-sensing and noise during a routine follow up appointment. The physician attempted lead integrity testing with manipulation, there was no noise or out of range measurements. An x-ray was performed which showed no placements issues or visible fractures. The lead remains in service. Despite several attempts we have been unsuccessful in getting the model /serial of this product or any resolution. If more information is provided, this report will be updated.